Event description:
The customer reported that they released the fluoro button, but the system kept beeping as if it were fluoroing, even though it wasn't. The system was locking up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, as a precautionary measure, all related fuses, connectors and the fluoro functions board were reseated.